Manufacturer narrative:
Additional information: on 7/29/2019, the mentor failure analysis lab received the device for evaluation. On 8/16/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve, also it was observed there was a tear measuring approximately 0.4 cm in anterior view of the device. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a breast augmentation revision with a saline mentor smooth round high profile 380cc breast implant and experienced deflation on the left side post-operational. As a result, the patient underwent device removal and replacement with a saline mentor smooth round high profile 330cc, catalog number: 3503330, serial number: (B)(4) on (B)(6) 2019.